Manufacturer narrative:
(B)(4). The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient experienced peritonitis coincident with peritoneal dialysis therapy. On the same day as onset, the patient was hospitalized for the event. Treatment for this event was not reported. The cause, treatment, and outcome of the event were not reported. No additional information is available.